Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/21/2014 with the following findings: the black box and histories for issue reported on (B)(6) 2012 have been overwritten. Available daily insulin delivery totals correctly reflected programmed basal rates. The pump passed delivery accuracy test and found to be delivering within the required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient contacted animas on (B)(6) 2012 reporting that her pump may not be delivering insulin properly because she has had erratic blood glucose (bg) levels for the past two weeks. Her bg level was 400mg/dl with small to large ketones. The patient was treated with a bolus via the pump. The patient stated she was unsure if it was the pump or a change in her body. The patient reports bolusing was not as effective and when the pump was worn on a leg strap she increased the temp basal due to gravity and the pump tubing. The patient stated that for the past two weeks she has increased by 30% and this is not typical for her. The patient reported there were no leaks or smells of insulin at site and denied air bubbles. Troubleshooting indicated that the advanced features, basal program, total daily dose were all correct. There were no alarms in the history. Troubleshooting indicated that the patient priming for drops and completing fill cannula steps appropriately. The patient stated they started on new medication lisinopril prior to bg elevation. The patient does not feel the basal is delivering appropriately at times and does do an increased basal. Customer support (cs) advised the patient there is no malfunction with the pump. Cs advised patient to go on alternate form of delivery but patient wants to stay on pump until loaner arrives. Cs advised again since she does not feel basal is being delivered appropriately although all totals appear to add up correctly to use alternate form of insulin delivery she verbalized understanding. This report is being made due to the patient's hyperglycemic event while on insulin pump therapy.